Event description:
Customer reported having a blood glucose level of 500 mg/dl at the time of the call. Customer treated with an insulin pen. Troubleshooting showed that the insulin pump was functioning properly. Customer was able to lower blood glucose level to 299 mg/dl by the end of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.